Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was frequently charging the ipg. It was noted that the patient had a weight loss but the physician was not certain if it caused the charging difficulty. Database analysis revealed no anomalies. The patient was recommended to have the ipg replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging the ipg. It was noted that the patient had a weight loss but the physician was not certain if it caused the charging difficulty. Database analysis revealed no anomalies. The patient was recommended to have the ipg replaced.